Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed signs of fracture which included high and variable thresholds, high impedances, and noise on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.